Manufacturer narrative:
This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of shock impedance high out of range - increasing gradually was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced to device design.

Event description:
It was reported that approximately one month ago, an alert was generated for an out of range shock impedance measurement greater than 125 ohms. In office testing was performed today and impedance was 112-113 ohms. Review of the stored trend was requested. A boston scientific (bsc) technical services (ts) consultant stated there appears to be a very gradual increase in shock impedance measurements over the past year. Review of the settings confirmed the device is programmed in line with bsc guidance. The daily measurement limit has been adjusted to 150 ohms. Normal, routine follow-ups were recommended. The lead remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that approximately one month ago, an alert was generated for an out of range shock impedance measurement greater than 125 ohms. In office testing was performed today and impedance was 112-113 ohms. Review of the stored trend was requested. A boston scientific (bsc) technical services (ts) consultant stated there appears to be a very gradual increase in shock impedance measurements over the past year. Review of the settings confirmed the device is programmed in line with bsc guidance. The daily measurement limit has been adjusted to 150 ohms. Normal, routine follow-ups were recommended. The lead remains in service and no adverse patient effects were reported.